Manufacturer narrative:
System was used for treatment. Kit lot e114 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #7: blood leak? (Centrifuge chamber), drive tube leak/break, alarm #1: air detected and alarm #49: return bag air detected and no trend was detected for either of these categories. Service order (B)(4) competed: service engineer cleaned instrument, replaced gas shock and sensorized tube block and performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer called to report multiple air detected alarms, return bag air detected alarm, alarm #7 blood leak centrifuge, and drive tube break during a procedure. Customer lowered whole blood processed to 1300ml to force an early buffy coat due to multiple air detected alarms. Customer noted the return bag was empty, the return bag air detected alarm sounded, and there was visible air in the return line. Therakos' clinical specialist (cs) recommended customer abort procedure and not return fluids to patient due to air in return line. Customer denied to follow cs recommendation. Customer resolved the return bag air detected alarm, and buffy coat initiated. During buffy coat collection, customer said they received a blood leak alarm and the centrifuge bowl/drive tube broke. Customer aborted procedure. Patient reported to be in stable condition. Service was dispatched. No product will be returned for investigation.